Event description:
In 2007, the lay-user/patient contacted lifescan alleging that the one touch ultra 2 meter will not power on with the power button. The meter's power issue started on oct 21, 2007 in the afternoon. On two days later, this medical affair specialist was able to obtain/clarify information with the patient. According to the patient, she was unable to read her blood glucose for 2 days due to the alleged reported issue. The patient has had two alleged low glucose episodes. The first was one day prior to original date at 1am, she was feeling sweaty and shaky. The second time she was feeling low in 2005 at 4pm. On both occasions, the patient took oral glucose and later reportedly felt better. The patient was not tested on any other meter. During troubleshooting the patient verified that the meter powers on with the test strip inserted into the meter, but not with the power button. However, upon the callback,the patient stated that the meter would not power on with the test strip inserted into the meter. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue, developed symptoms of "sweaty and shaky", and was treated with oral glucose. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.